Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no patient information provided after calls to customer 10/16/23 and 10/31/23.

Manufacturer narrative:
D4 primary UDI number corrected. D4 model no. Corrected.